Manufacturer narrative:
(B)(4). Device evaluated by MFR. Returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 90cm from the hub. The fracture faces were oval as if kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There were numerous hypotube and shaft kinks. Reviews of documentation to ensure that all required in-process and final inspections and testing were completed and all acceptance criteria were met. There is no evidence that the device failed to meet applicable product specifications prior to shipment. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 75% stenosed, 11x3.0mm target lesion was located in the moderately tortuous left anterior descending artery. A 3.0mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, during device introduction, it was noticed that the delivery shaft was kinked and was detached. The device was completely removed from the patient's body together with the guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.